Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that there have been at least four instances of insulin leaking past the o-rings of the reservoir over the past three years. Nothing further was reported.